Event description:
The manufacturer received information that a trilogy evo ventilator was serviced by a 3rd-party biomed and failed the pilot pressure test due to a failed proximal pressure sensor. The customer requested onsite service for repair of the ventilator. There was no patient involvement, and no harm or injury reported. The device has not yet been scheduled for bench repair. At this time, philips is unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.